Event description:
Event was reported to caldera medical by an attorney. The pt has suffered dyspareunia, emotional distress, severe urinary incontinence, organ perforation, erosion of the mesh, and vaginal pain. No further info has bee provided.